Event description:
The dentist indicated that the screw fractured one week after placement.

Manufacturer narrative:
Visual review of the returned component confirmed it is fractured. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. No definitive root cause could be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.